Event description:
The screw head splayed open while inserting blocker and popped the blocker out. Screw needed to be replaced. There was a 15 minute delay in surgery.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer reported an event of tulip splay of a xia 3 titanium polyaxial screw causing the blocker to pop out from the tulip. The tulip splay of the screw was not confirmed via dimensional analysis. Visual inspection of the tulip revealed that the top inner threads were damaged. This is likely due to cross threading of the blocker, which is a potential and likely cause by misalignment of the blocker during insertion. However, since the actual blocker was not returned, this cannot be confirmed. Dimensional inspection confirmed that there was no tulip splay to the polyaxial screw. Conclusion: the root cause of the blocker disengagement is likely poor alignment of the blocker resulting in cross threading.

Event description:
The screw head splayed open while inserting blocker and popped the blocker out. Screw needed to be replaced. There was a 15 minute delay in surgery.